Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. "Approximately, 24 hours post ablation, the patient presented at the emergency room (ER) center with upper quadrant pain. Believing to be possible gall stones, the patient is examined and upon subsequent testing by laparoscope found a 5 cm or 5 mm perforation near the upper uterine wall, bowel burn & blanching. This examination resulted in a bowel resection and small intestine resection".